Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Device was received in normal working conditions with battery voltage at elective replacement indicator (eri). The device was cut open for further testing, which revealed that the battery voltage was at eri level. Further analysis of device hybrid was performed and high current was noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product passed all quality control tests prior to its distribution. A longevity calculation was performed and found that the battery depletion was premature. The premature depletion conditions were reproduced during analysis.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. The physician explanted and replaced the icm. The patient condition was stable.